Event description:
A malfunction on the pump was reported by the customer. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was provided with instructions to reset the current pump and continue using it while a replacement pump was sent.